Event description:
It was reported that a connection issue occurred between pump and continuous glucose monitor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support and was guided through steps for pump reset, and issue was resolved after reset with no further actions reported.